Event description:
(B)(4). Heavy and painful periods, chronic fatigue, joint pain (hips,ankles,shoulders,pelvic region); breast pain, bloating, ovarian cysts, other cysts, partial hysterectomy to correct problems leaving ovaries.